Manufacturer narrative:
Device met specifications and no root cause could be determined for the skin pain. Plate could not be explanted in one piece and was disposed.

Event description:
Patient experienced skin pain on location of maxilla plate and it was decided to explant the plate.

Manufacturer narrative:
Investigation ongoing. Plate could not be explanted in one piece and was disposed.

Event description:
Patient experienced skin pain on location of maxilla plate and it was decided to explant the plate.